Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the threads are stripped on the device. The handle of the device has multiple burrs and deep gouges in it as well. The device shows significant signs of wear/usage. This device was manufactured in 2011. A medical investigation was conducted and confirms this case reports the offset positioner/impactor broke during use. It is unknown whether the broken piece fell inside the patient, and there has been no response to the documentation/information requests. It is also unknown how the procedure was completed. There was no patient injury, delay or other complications reported. Therefore, since no patient harm is alleged, no further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr the following instruments broke. Instruments inside patient. Unknown how the procedure was finished or if there was a surgical delay.